Event description:
The customer reported that the energy select switch is bad. There was no reported pt involvement.

Manufacturer narrative:
(B)(4): the customer reported that the energy select switch is bad. There was no reported pt involvement. The customer clarified the issue as an intermittent failure to power up and noted that if he turns the selector knob to about the 10j setting the device powers on. He confirmed that the controls test passes. The customer confirmed that replacing the energy select switch resolved the reported issues. This was a malfunction of the energy select switch.